Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The eval confirmed the #2, #3, #4, #5, #6, #7, #8, #9 and (.) Keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #3 key will occur following the selected key's function (e.g. When the #1 key is pressed 13 will be displayed. When in alphabetic mode and the abc key is selected, ag will be displayed interfering with the mdl drug search. The failed keypad was replaced. Baxter's engineering investigation is in progress. When completed, a supplemental report will be submitted.

Event description:
During the eval, an incorrect keypad response was observed. The customer stated that there was no patient injury.